Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the motor stall without recovery was not determined. The patient¿s weight at the time of the event was provided. The hcp indicated they were able to provide the patient¿s relevant medical history; however, no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 2000 mcg/ml; 400 mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2017. It was reported the patient went into the physician¿s office last tuesday, (B)(6) 2017 complaining of withdrawal symptoms; sweating, agitated, nauseous, shaking and increased pain. The pump was read, and it showed a motor stall that occurred and had not recovered. The patient was put on oral dilaudid and flexaril to help with symptoms. The patient was scheduled for a pump replacement. The pump was replaced on (B)(6) 2017. The malfunctioning pump will be returned to the manufacturer. The physician changed the drug in new pump and put sufentanyl 600mcg/ml and started the patient on 50 mcg per day plus personal therapy manager (ptm) doses. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was alive - no injury. Patient medical history and weight was unknown. No further complications were reported.